Event description:
It was reported that during an unk procedure, when the device was used some staples on the cut line could not be formed properly. Then the new cartridge was loaded and cut different part. Another device was used to complete the case. There were no adverse consequences to the pt. The device and the reload were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.